Event description:
During a lap nissen fundoplication procedure, the new shear was used for approx. 15 minutes, then made continuous tone. New handpiece used on generator. Opened new shear and it worked well. No patient consequence